Event description:
According to the report on 03/20/2025 the foley catheter balloon ruptured inside a 78-year-old male patients' bladder" and required the foley catheter to be replaced.

Manufacturer narrative:
According to the report on 03/20/2025 the foley catheter balloon ruptured inside a 78-year-old male patients' bladder and required the foley catheter to be replaced. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.